Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent left knee arthroplasty due to degenerative arthritis. The surgeon reported no intraoperative complications. All attune products and smartset cement x 2 were utilized in the procedure. Doi: (B)(6) 2014 dor: unrevised (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 82 by product family: 136 (49x smartset hv, 87x smartset mv). The initial device code (loosening of implant not related to bone-ingrowth) is being corrected to capture the updated code which is loss of or failure to bond.